Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was receiving ineffective therapy due to high impedances on the l3 lead. As a result, the physician plans to revise the patient's lead.

Event description:
It was reported that the patient's l3 lead was explanted and replaced. X-rays taken prior to the procedure revealed a fracture on the l3 lead. Therapy was restored following the procedure.

Manufacturer narrative:
The reported ineffective stimulation was confirmed. Visual inspection showed a kink in the lead body where all the internal wires were broken. This would have caused the system to auto reduce contributing the patient¿s ineffective stimulation. The root cause of the broken wires are consistent with lead being subjected to overstress while in vivo.